Event description:
It was reported by the customer's wife that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose levels of 578 mg/dl and that the device may not be delivering insulin. Customer stated they changed the insertion site and it resolved the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).